Manufacturer narrative:
E,1: initial reporter facility name: (B)(6). H.6 investigation summary: material #: 368835; lot/batch #: 3186076. Bd received 50 samples for investigation. Ten (10) of the samples were evaluated by visual examination and functional draw testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for dull non-patient cannula with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode dull non-patient cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was high puncture resistance with the non-patient cannula. No patient impact reported.